Event description:
It was reported that during a kyphoplasty procedure, the scrub tech tried to open the monomer and the glass broke very unevenly. The monomer was used to mix the cement and was implanted in the patient. There were no complications to the scrub tech or patient as a result of the event.

Manufacturer narrative:
(B)(4): the product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.